Event description:
Our endoscopy department has been experiencing numerous incidents with their 11 casmed 740 vital sign monitors. This repeated problem is occurring when a patient is connected to the monitor and a cycle time (for automatic blood pressure measurements) is selected and this occurs for all time settings. When they leave and come back to the patient, the monitor has exited the cycle time mode and switched to manual mode (non automatic).manufacturer response for monitor, physiological, vital signs, maxnibp (per site reporter): the manufacturer had agreed to replace the keypads on these devices. As of this time, we have 8 of the 11 keypads replaced. Additionally, we have had a dramatic decrease of the indicated issue.